Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other multilink 8 device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. An unspecified extra support wire and a 3.0 x 08 mm non-compliant balloon catheter were advancing, but the balloon catheter could not cross the lesion. A 2.5 x 12 mm non-compliant balloon catheter was used instead and could reach the lesion, inflated three times at 14 and 20 atmospheres, to complete pre-dilatation. A 3.0 x 18 mm rx multi-link stent was advancing, but was not able to cross the lesion due to the heavy tortuosity and calcification. Force was applied and the shaft separated. The separated portion was removed from the patient. A second unspecified extra support wire was advanced to the distal portion of the posterior ventricular branch. A 3.0 x 15 mm rx multi-link stent was used, but was also not able to cross the lesion due the heavy tortuosity and calcification and the shaft separated. A new non-compliant 3.0 x 08 mm balloon catheter was advanced, inflated to 14 atmospheres for additional pre-dilatation. Then a non-abbott stent was deployed at 16 atmospheres to the mid portion of the rca to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.